Event description:
It was reported that the patient had a fall, and one lead was fractured and one lead migrated. It was confirmed via x-ray that the lead had migrated. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.